Event description:
It was reported that the holster is being returned for repair of unit, and the green connection plug is defective. No further info is available. It is unk if this occurred during a case. No reported pt consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based on the inquiry info received, visual and functional examination, the unit was found to require: physical damaged lower case replaced, fastening material exchanged, rotational cable replaced and translational cable replaced. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.